Event description:
Related manufacturer reference number: 2017865-2022-19386 and 2017865-2022-40894. It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead due to suspected, but unconfirmed, rv lead damage. Additionally, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.